Event description:
It was reported that the occlusion balloon would not deflate during use. The physician ultimately had to withdraw the guidewire in order to deflate the balloon. There were no clinical consequences to the patient.

Event description:
It was reported that the occlusion balloon would not deflate during use. The physician ultimately had to withdraw the guidewire in order to deflate the balloon. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the transform balloon did not identify any external anomalies. Microscope analysis confirmed that the balloon was in good condition and dimensional measurements were found within specifications. During functional evaluation the transform balloon was flushed and inflated and deflated without issues. Information available indicated that no issues were encountered during inflation/deflation of the transform balloon at preparation and that it was successfully inflated 3 times during the procedure. There was no blood found in the balloon which could have contributed to the reported issue; therefore, the root cause of the reported difficulties cannot be determined.